Event description:
The customer observed a false elevated alinity I anti-hbs result for a 35-year-old female patient with active chronic hepatitis b. The following data was provided (>/=10.0 miu/ml is considered protected): initial result was 54.96 miu/ml, repeat result was consistent. Additional laboratory results were provided: hbsag result was 1759.78 iu/ml, which is reactive; hbeag result was 4.19 s/co, which is reactive; hbeab result was 0.35 s/co, which is reactive; hbcab result was 8.35 s/co, which is reactive. It was noted that testing using roche assays was consistent with the abbott testing. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Phone complete entry: (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p89-77, that has a similar product distributed in the us, list number 07p88.

Manufacturer narrative:
The complaint investigation for a falsely elevated alinity I anti-hbs result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. Using worldwide field data through abbottlink, a review showed that the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming there was no systemic issue. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I anti-hbs, lot number 31522fn01, was identified.